Event description:
The consumer alleges the right front caster came off the rollator causing patient to hit the shelving. Family took patient to ER where they stated patient had a brain concussion, compression of the discs in patient back, and severe bruising to their hip and thigh.